Event description:
The customer reported the system froze during a procedure. Rebooting allowed case to continue and finish. Also, the system shut down during middle of case, had to reboot. The customer was able to complete procedure. A pt was involved, but not injured; the pt was under anesthesia.

Manufacturer narrative:
.